Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope smart cable, the video monitor would not recognize blades being attached and would not produce an image. A second glidescope avl video monitor was used to complete the procedure, reportedly there was a ten (10) minute delay while the second device was prepared. No harm to patient or user was reported.